Manufacturer narrative:
The hvad is used for treatment not diagnosis. This study patient developed a recurring pseudomonas aeruginosa driveline exit site infection and was treated with antibiotics. Further details regarding the testing and treatment of this infection are not available. The device remained implanted and was not returned to the manufacturer for evaluation. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states on 01 jan 2013 that this (B)(6) male patient developed a recurring pseudomonas aeruginosa driveline exit site infection. The infection was treated with oral and topical antibiotics successfully. Further details regarding the testing and treatment for this event are not available. The device remains implanted and was not returned to the manufacturer for evaluation.